Event description:
It was reported that the customer received multiple occlusion alarms. The customer could not recall if blood glucose level was impacted. Reportedly, the cartridge was changed every 5-6 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog and novolog have been tested for up to 48 and 72 hours, respectively. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.